Manufacturer narrative:
Correction: please note the analysis determined eri and eos dates were incorrectly reported. The correct dates are as follows: it was noted the ins had reached eri on (B)(6) 2016 and eos on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output. It was noted the ins had reached eri on 2016-sep-16 and eri on 2017-feb-19. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient with an implantable neurostimulator (ins). The patient did not know there was an issue with the ins until he got the end of service (eos) message and was unable to switch it back on. It was reported that the patient programmer did not report the elective replacement indicator (eri). There were no factors that may have led or contributed to the issue. Troubleshooting included interrogation and impedance check. The ins was replaced and the issue was resolved. No further patient complication was reported as a result of the event.